Event description:
The patient was implanted with a gore tag thoracic endoprosthesis. The patient had an aortoesophageal fistula. It is not known if the device was used to repair the aortoesophageal fistula or if the device caused the aortoesophageal fistula. Approximately two months post implantation, the patient died from a chronic infection. The physician does not believe that the device contributed to the event. The device was explanted and will be returned to gore for analysis. No further information is currently available.